Event description:
It was reported that the pump was explanted due to it being recalled; no further details were provided. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).